Manufacturer narrative:
This report is submitted on january 04, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2017 and the patient was implanted with a new device during the same surgery.